Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead dislodged. It was noted the rv lead exhibited unstable thresholds and loss of capture. The rv lead was repositioned and remains in place. No patient complications have been reported as a result of this event.